Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the fuses for three power modules had failed due to a power issue in the hospital. The power modules were sent for repair and changed for new ones. Related MFR #: 2916596-2023-00344 and 2916596-2023-00349.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of blown fuses in the power module was confirmed via evaluation at the european distribution center (edc). The returned power module (ppm) (s/n:(B)(6) was received at the edc and found to have damaged fuses within the ac connector module. The ppm was functionally tested and did not pass. The unit was forwarded to product performance engineering (ppe) for further analysis and will be scrapped after investigation. The returned power module was disassembled in order to inspect the internal components. The components were found to be in unremarkable condition except for the power supply printed circuit board (pcb). The pcb was observed to have a blown varistor and extensive burn damage to adjacent components. The power supply pcb was replaced with a known working test pcb, the ac connector module was supplied with working fuses, and a test pmm backup battery was connected. The unit booted up as intended and was able to supply power to a system for an extended period of time without issue. The affected components on the power supply pcb were measured with a multimeter and found to be electrically damaged. The pcb was deemed to be damaged beyond repair and therefore, no further troubleshooting was performed. A root cause of the fuses becoming electrically open was determined to be due to the damaged components on the power supply pcb. A root cause of the damage to the components was determined to be due to the reported power outage at the hospital. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate power module instructions for use (IFU) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.